Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of backup operation was confirmed in the laboratory. Based on all available parameter usage information, device longevity was found to be within the expected limits. Review of the device image indicated that the device was programmed to high output settings. The cause of the backup operation was temporary high current.

Event description:
It was reported that device was found in backup vvi during follow-up in clinic. The printer was not receiving data from the device. Device was explanted and replaced. Patient was stable.